Event description:
It was reported that the ilet user experienced a nocturnal low glucose episode and self-treated with 15g oral glucose gel, after which blood glucose rose to a reported high before the ilet stabilized levels. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 224 mg/dl as well as feeling warm. Outcomes included low glucose followed by elevated glucose without need for medical intervention. Investigation included complaint intake, use review, and user education on hypoglycemia treatment best practices. Investigation of this case revealed user overtreatment of hypoglycemia with oral glucose leading to rebound hyperglycemia, with the device functioning as intended to stabilize glucose thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia.